Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a13 alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the alarm did not clear successfully and advised to remove the battery for five minutes. The customer was advised to insert a new battery. The customer stated the constant did not start but now has a blank display. The customer reported via phone call indicating that the insulin pump had air blank anomaly. Customer's blood glucose at time of incident was 117 mg/dl. The customer was advised to insert new battery and it didn't work. The customer was advised to clean the battery cap and allow at least one minute for the battery contact to dry. The customer was advised to insert a new aaa alkaline battery but display did not return and the constant tone continues. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.